Event description:
In 2006, the account generated a negative hcv eia 2.0 result on a patient who tested riba positive (c33++, c22++) and nat negative. The negative hcv eia 2.0 result was reported outside of the laboratory. No impact to patient management was reported. In 2004, hcv eia 2.0 negative. Two months later, hcv eia 2.0 weakly reactive. One month later, ortho hcv negative and riba negative. Eleven days later, hcv eia 2.0 negative and riba positive.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.